Event description:
During the course of a total hip arthroplasty using navigation system ii and hip 2.0-1/002 software, it was reported that the system was showing a leg length discrepancy of 19mm shorter than actual after the physician used a string to compare the measured length with the navigation. The leg length discrepancy was corrected prior to the end of the procedure, and the case was completed successfully using navigation and a distal skin marker. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The device was not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device. The device will not be returned for evaluation.

Event description:
During the course of a total hip arthroplasty using navigation system ii and hip 2.0-1/002 software, it was reported that the system was showing a leg length discrepancy of 19mm shorter than actual after the physician used a string to compare the measured length with the navigation. The leg length discrepancy was corrected prior to the end of the procedure, and the case was completed successfully using navigation and a distal skin marker. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.